Event description:
Nellcor puritan bennett received a request for an inspection of a device. When the clinical service engineer arrived at the hospital site, he was informed that a patient had expired on an 840 ventilator. As per customer, there was no ventilator malfunction nor allegation that the ventilator contributed to patient's outcome. Cse inspected and tested the device with no error codes. Unit functioned according to npb's specs.

Manufacturer narrative:
See scanned pages.